Event description:
It was reported that the unformed six month capacitor charge time of 17.5 seconds for the device seemed longer than typical. It was noted that the device was approaching elective replacement indicator. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.